Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, after firing the device on the cystic artery, the device wouldn't release. An el5ml 5mm device was used to clip underneath the stuck er320 so that the er320 could be removed without bleeding. No bleeding occurred. No additional devices were needed to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t93l0j. Investigation summary the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and it was noted that the silicone was missing, thus not allowing that the trigger to function as intended. In addition the trigger was found bent, and 17 clips were found remaining inside the clip track. This defect is correlated to manufacturing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.